Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year and seven months of post deployment, the patient having intermittent abdominal pain over the last 6 months. A computerized tomography-abdomen without contrast was performed which showed that grade 3 perforation - left lateral strut abuts aorta (3 mm) and left lateral strut 16mm. Around, six years and eight months later, computerized tomography-abdomen without contrast was performed which showed that grade 3 perforation - left lateral strut abuts aorta (4 mm) and left lateral strut 14 mm. There was significant posterior tilt. On coronal images showed 4 degrees to right and sagittal images showed 17 degrees tilt posteriorly. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.